Manufacturer narrative:
A systems assessment was performed on the data provided for the liat analyzer ( (B)(4)). The analyzer was recommended to be swapped out so that it can be inspected for a tube leak, a solid residual, or a hardware defect of the actuators. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged multiple positive results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During a review of the data, two additional potential false positives were identified. In total, 5 mdrs will be filed per the FDA guidance. Sample 1 tested positive for influenza a & influenza b during initial testing. A new sample collection was requested by the medical staff which was tested on the same liat instrument and generated a negative result for all targets. Sample 2 tested positive for influenza b but was later negative when the same sample was repeated on the same liat instrument. Sample 3 was initially positive for influenza b. A new sample collection was requested by the medical staff and was tested on a different liat instrument which was negative for all targets. The negative results were released and no harm was alleged. During a review of the data, no information for sample 2 could be located in the provided dataset. However, two additional runs were identified as false positive results from the available data. Sample 4 generated a positive result for influenza b and sample 5 generated a positive result for sars-cov-2. Please note that neither of these runs were alleged by the customer. An investigation was conducted to evaluate the customer issue.